Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3+ functional mitral regurgitation (mr), thin leaflets, and a restricted posterior leaflet for a mitraclip procedure. There was difficulty visualizing the clip during the procedure due to the patient's pre-exisiting hernia. One mitraclip ntw was placed. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The final mr grade was 1+. The physician believed the slda was due to the patient's leaflet integrity.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3+ functional mitral regurgitation (mr), thin leaflets, and a restricted posterior leaflet for a mitraclip procedure. There was difficulty visualizing the clip during the procedure due to the patient's pre-existing hernia. One mitraclip ntw was placed. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The final mr grade was 1+. The physician believed the slda was due to the patient's leaflet integrity.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology due to leaflet integrity and pre-existing hernia, respectively. There is no indication of a product issue with respect to manufacture, design or labeling.